Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, line-like scratch in the center of the optical part was confirmed after implanting the iol. He aligned the iol position so that it hides in the pupil and the surgery was completed. The day after the surgery, the patient was content that he/ she can see better, so there is no problem so far. The sample is not available for return since it still remains implanted in the patient's eye. Additional information has been requested.